Event description:
It was reported that the patient's generator was unable to be interrogated. The physician believes that the battery is no longer good. Attempts to obtain additional relevant information have been unsuccessful to date.